Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead system exhibited high, out of range, pacing lead impedance measurement. It was observed, that when patient lay down all measurements were good. When patient did isometrics, noise was observed and impedance increases to greater than 2,000 ohms. This occurs in unipolar and bipolar configuration. Patient was not pacer-dependent. Boston scientific technical services (ts) explained that changes in impedance is a sign of connection or lead integrity issue and not due to muscle noise. Ts further suggested a lead revision and to perform a tug test prior to unscrewing the set screw just to check the connection. Additional information obtained from the field representative indicates that patient presented with atrial fibrillation thus, the lead revision was rescheduled. The system remains in service. No adverse patient effects were reported.

Event description:
Subsequent information received which indicates that pacemaker and right atrial (ra) lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.